Manufacturer narrative:
Continuation of d10: product ID: 97755, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(4), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm), (serial number (B)(4)), found the cable insulation was torn and wires were exposed. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient, who was implanted with a neurostimulator (ins) for non-malignant pain. The patient reported, that there was difficulty with recharging. The patient mentioned, that based on the ins settings, she charges the ins every day. The patient stated, that for the past 3 days when the patient goes to charge the ins, the screen will enter passive recharge mode. The patient stated, that she will move the recharger (rtm) to get the highest number on the screen, the ins will begin to charge, and then go back into passive recharge mode. The patient stated, that during the call, the ins "just died, so I'm charging it now". The patient mentioned, that during the call, that the ins was charging as normal. But during the call, it went into passive recharge mode. (B)(6) transfer to repair. While speaking with repair, the patient reported, that the rtm was getting hot and going into passive recharge errors 9-81. 10-d0n2 (therapy unavailable) show up on log. No symptoms were reported. No further complications were anticipated/reported.